Manufacturer narrative:
The estimate was rejected and the device scrapped per the customer request.

Event description:
The manufacturer received information alleging a ventilator was continuously alarming. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, an issue with the device's system board was observed causing a failure of the device to power on.